Manufacturer narrative:
The device history record was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The lens remains implanted.

Event description:
The consumer reports receiving bilateral cataract surgery with implantation on the crystalens intraocular lenses. Postoperatively, the pt reports dissatisfaction with vision results in both eyes. This report is for the right eye. Based on the info provided by the consumer "the lenses locked in one position due to possible shrinkage or contraction of the lens sack". Additional info has been requested from the implanting surgeon.